Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. Upon further investigation, there was liquid contamination found on pin 2 of the battery connector. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.